Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with noise on the right atrial and right ventricular leads. Muscle stimulation was suspected. A review was request from boston scientific technical services (ts). A review by ts noted that noise resulting in oversensing and asystole for greater than two seconds was noted on the ventricular channel. The leads implanted were competitor leads. The patient was asymptomatic. Ts discussed adjusting the sensitivity. The system remains implanted. No adverse patient effects were reported. A follow up was scheduled for possible reprogramming.

Event description:
Additional information noted that this patient was seen at the clinic as the sensitivity was adjusted. The patient will continue to be monitored via remote monitoring system.